Manufacturer narrative:
Should additional information become available a supplemental record will be filed

Event description:
Consumer states that one of the bed rails slips when he uses it to pull himself in and out of bed.